Event description:
It was reported that the patient had a skin erosion in which the stimulator "fell out of the pocket." The event was caused by a fall; the device was moved to a new pocket. The patient was doing fine.

Manufacturer narrative:
Product ID 3093-28, lot# v693903, implanted: 2011 (B)(4), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. For use by user facility/importer(devices only). (B)(4).